Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day post implant, the lead was checked and it exhibited a loss of capture. The patient was asymptomatic but the physician elected to reposition the lead and discovered it had dislodged. The lead was successfully explanted and replaced. The patient tolerated the procedure well and would continue to be monitored.